Event description:
Medtronic received information that unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11d. Retainer ring = clear. Customer returned pump for an alleged short battery life found on (B)(6) 2021. The pump passed the displacement test, active current test and self test. High sleep current noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (5) failed battery test alarms found in the pump history file/traces on (B)(6) 2021 started from 12:19 am to 7:52 am. Pump was cut open to perform visual inspection and found moisture damaged electronic assembly on pcba 1/ pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Short battery life confirmed due to high sleep current due to moisture damage electronic assembly. Cosmetic damage found on the pump case.